Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6)2022.

Event description:
It was reported that the patient presented to the clinic on (B)(6)2022. For a routine check. Upon interrogation of the pacemaker, episodes of inappropriate automatic mode switch were observed from(B)(6)2022. . The episodes were caused by atrial lead noise oversensing and lead noise was reproducible with isometric exercises. The patient was not symptomatic to the noise anomaly. The physician elected to not make changes and to continue to monitor the lead.